Manufacturer narrative:
Investigation: a prestige grasper was received, for evaluation of proximal weld failure with lot number m45399. Repair information was not available. The investigation was performed at aesculap tek park. Visual inspection summary: nicks in the coating are present on the distal end of the instrument shaft. Proximal solder joint separation. Some solder material remains adhered to the rotator block and some remains adhered to the thumb loop. Physical and functional inspection summary: instrument function and handle action is not smooth and consistent, as a result of the proximal weld separation. Rotation of the rotator housing is rough. Conclusion: the failure mode of proximal weld failure was confirmed. This event likely occurred, due to inadequacies in the defined production process, which limited the device performance. Therefore, the most probable root cause is considered to be manufacturing related. A supplier corrective action request (scar) was initiated, due to an adverse trend observed, for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m". As a result of their findings, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned nonconforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. In addition, to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a prestige atra grasper (part # 8360-10) was placed in a repair bin by hospital staff on an unknown date. According to the complainant, a separation occurred at the weld of the rotation housing block. The complaint device has been returned to the manufacturer for evaluation. No patient involvement was reported. Although requested, additional information has not been made available.